Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an inguinal hernia repair procedure. The device is longer than normal and the structural balloon is more square shape. It is now harder to place in the patient. It extends the procedure time and makes the case more difficult. To correct the issue, continued to press the device into the incision, multiple times. There was no patient harm.